Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 357.133, lot # 1326400, manufacturing site: werk hagendorf, release to warehouse date: february 16, 2005. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, after a case a surgeon mentioned that the extraction device seemed difficult to thread into the nail he was removing while putting the tray back together and upon further inspection I noticed the threads on the extraction device was stripped. There was no impact on the patient, or surgery time. The item was removed from the tray and replaced with one I ordered in pre-op. The procedure and patient outcome were unknown. This complaint involves one (1) device extraction scr for ti fem & tib nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that the distal threads on the extraction scr for ti fem & tib nail have stripped. No other product defects were found. No dimensional inspection was performed, due to post-manufacturing damage. Complaint relevant dimensions cannot be taken. A functional test was not conducted, as the mating device was not returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed, as the observed condition of the extraction scr for ti fem & tib nail would contribute to the complained device issue. There is no indication, that a design or manufacturing issue has caused the complaint condition. And hence, the root cause cannot be determined. Based on the investigation findings. It has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues. Dimensional inspection: within specification. H4 device history: part #: 357.133, lot #: 1326400, manufacturing site: werk hagendorf, release to warehouse date: 16 feb2005. A manufacturing record evaluation was performed, for the finished article lot. And no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.